Event description:
It was reported that the implant was removed due to peri-implantitis with inflammation at the site.

Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was clarified that the implant was actually removed due to non integration with infection and bone loss and not peri-implantitis as the implant was only placed for 3 days.

Manufacturer narrative:
After further review, this event would not result in a serious injury or sentinel event. As a result, a retraction was submitted to the FDA for MFR #0001038806 - 2022 - 01434 and the dt was reassessed as not reportable. This event did not result in a serious injury and is not likely to if the event were to recur. No significant delay or decline in the patient's status due to the procedure and no additional surgical or medical intervention was required to resolve issue. Therefore, this event is deemed as not reportable.